Event description:
Customer reported that a pump repeatedly issued an altitude alarm since august 6th. The customer's blood glucose level was significantly impacted, exceeding 500 mg/dl, with an exact value recorded as "high." To address this, the customer administered a correction injection via manual daily insulin (mdi) and sought assistance from a healthcare professional to obtain a prescription for mdi. There was no injury or presence of ketones. Technical support advised the customer to remove obstructions from the pump's speaker holes and clean them gently. The current cartridge was to be reconnected, and insulin was to be resumed after a short wait. Reportedly a new cartridge was loaded, and insulin delivery was resumed.